Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported during software upgrade, the cardiosave intra-aortic balloon pump (iabp) had fault codes 124 and 58. It would not clear all manifold test, failing fill manifold test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: phone number: (B)(6). A getinge field service engineer (fse) replaced assy. Helium reservoir. Performed all manifold tests and completed cardiosave iabp services. The full checklist was completed, and calibration, safety, and functional checks were completed per the service manual and passed to factory specifications. The unit was then returned and cleared for clinical service upon completion. The failure analysis and testing department received fill manifold assy serial number: n/a, with a reported unit failure of failing fill manifold test and having fault log errors codes 124 and 58. The fat department performed a visual inspection of the part received and found that the part is in good condition. The fat department installed fill manifold assy in the cardiosave test fixture and tested to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual number 0070-00-0639 revision r. Found that the fill manifold assembly passed all manifold test including fill manifold test. The failure analysis and testing department couldn¿t verify the failure of code 124 and 58 nor fill manifold test failure. Retaining the fill manifold assembly in the fat department per procedure 0002-07-008 rev ar. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.